Event description:
A technician reported that after the flap was lifted, lines in the stromal bed were noted. The surgeon did not feel they would be visually significant. At the one week follow up appointment, the flap was clear and smooth and the pt's uncorrected visual acuity was 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).